Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of being hospitalized for low blood glucose of 49 mg/dl. Customer treated with ice cream. Troubleshooting found that, before the customer went to the hospital, the pump alarmed button error and a back up plan was started. Customer indicated that they may have given too much insulin which led to the low. The customers most current blood glucose was 458 mg/dl. No further details provided.